Event description:
It was reported via journal article: title: a case of gastrointestinal stromal tumor (gist) subcardinal treated by single-port laparoscopic endogastric surgery. Authors: hidenori oshio, taiji tokuyama (naoki okumura, nitto takano, megumi sugiyama, kazuhiro ishihara. Citation: the journal of practical medicine, vol. 72 5, page 408 ~ 414 2024. 1. This study reports a case of single-incision laparoscopic endogastric surgery for gastrointestinal stromal tumor (hereinafter referred to as gist) beneath the cardia. A female in her 70s who had been visiting the department of cardiovascular internal medicine for hypertension and atrial fibrillation. The patient became aware of abdominal pain and underwent CT, which revealed a 3 cm sized mass in the stomach. Patient underwent single-port laparoscopic endogastric surgery. An automatic suture device (echelon r blue45mm) was used to ensure to preserve the cardia. Follow-up is unknown. Reported complications included a 70 year-old female with hematemesis and worsening from the staple line at the tumor resection site in conclusion, for gist just below the gastric cardia, gist, and laparoscopic intragastric surgery was performed. Laparoscopic endogastric surgery was considered to be a useful surgical procedure because it can preserve the cardiac function without fail, and from the viewpoint of aesthetics and low invasiveness.

Manufacturer narrative:
(B)(4). Date 1/23/2025. D4: batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.